Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker had an infection with sepsis. Reportedly, the patient had many allergies and stated the device area had rash. Moreover, the device had gone to the left and was pushed up into the muscle and in the clavicle. The patient experienced pain, discomfort, and the device area was swelling and warm to the touch. Furthermore, a system revision was performed, and the patient was treated with intravenous antibiotics. The device was explanted. No additional adverse patient effects were reported.